Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to transmit a manual transmission with the remote monitor. The monitor has power, but "when they place the antenna over the defibrillator and press the power button, nothing happens." The monitor will be replaced. No patient complications have been reported as a result of this event.